Manufacturer narrative:
UDI= (B)(4). Complainant name: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 2.25x8 synergy ii drug eluting stent was advanced through the two previously placed synergy stents to treat the distal lesion but it failed. The stent delivery system was removed outside the patient's body. However, upon checking the stent to see through its damage, it was noted that the stent was not there. The physician was not able to locate the dislodged stent, but it was believed that the stent was not left inside patient. The physician determined it was riskier to treat the distal lesion than leaving it alone. No patient complications were reported and the patient's status was fine with good prognosis.